Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 23mm sapien 3 ultra valve. As reported, the balloon ruptured during valve deployment. The valve was confirmed by echo to be fully expand and post dilation was not needed. The balloon separated into two pieces during withdrawal. The delivery system was cut by physician about 5 inches distal to handle to remove flex catheter portion so just inner balloon catheter remained. The physician did this to have enough room to put snare along side of it. The esheath was removed in normal fashion after removal of balloon catheter. The other half of balloon was confirmed inside the end of the flex catheter). The physician used the snare to wrap around the balloon and lower the profile so it wouldn't flare out like an umbrella when trying to pull back into the sheath. Using the contralateral side to retrieve balloon was not an option due to patient's endografts. The team was able to get it back in the sheath without any complications. There were no additional withdrawal issues. No damage to the edwards devices was noted other than physician altering device to remove balloon. There was no injury to the patient related to this event. Post angiography showed no vascular injury. The patient was discharged post tavr. While debriefing with the physicians afterward, it is thought that the balloon had too much torque and tension built up due to tortuosity and the difficulty the endografts caused. During valve alignment, it was difficult to pull the balloon back, but we eventually got it. We unlocked/relocked per usual and saw some tension release within the system like normal. The patient had mild annular/lvot calcification, but nothing that would cause the balloon to rupture. Each half of the balloon was accounted for. So, there were no missing balloon pieces.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst' was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the 3mensio report revealed calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint of withdraw difficulty was confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (altered balloon profile) likely contributed to the event as balloon burst was observed. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The complaint of system components separated was confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (additional pull force/excessive device manipulation) likely contributed to the event as the balloon piece was observed inside the flex tip. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to valve alignment performed in a non-straight section of anatomy, residual fluid left in the balloon after de-airing, and/or excessive device manipulation. The complaint valve alignment difficulty was unable to be confirmed as no device or applicable imagery were provided for evaluation. Available information suggests patient factors (tortuosity) likely contributed to the event as the 3mensio report revealed tortuosity in the abdominal aorta. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint tracking difficulty was unable to be confirmed as no device or applicable imagery were provided for evaluation. Available information suggests patient factors (tortuosity, endograft) likely contributed to the event as the 3mensio report revealed tortuosity and endograft in the abdominal aorta. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.